Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that an extractor rx retrieval balloon was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6), 2010 (patient age, gender, and weight are unknown). According to the complainant, during preparation, the balloon would not deflate when tested. The procedure was completed with another extractor rx retrieval balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4): although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Investigation results. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no previous complaints exist for the specified lot. A visual examination of the returned device found no visual defects. A functional test was performed and the balloon was inflated and deflated successfully. Therefore, the complaint that the balloon would not deflate could not be confirmed.

Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that an extractor rx retrieval balloon was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6), 2010 (patient age, gender, and weight are unknown). According to the complainant, during preparation, the balloon would not deflate when tested. The procedure was completed with another extractor rx retrieval balloon. There were no patient complications reported as a result of this event.